Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6). It was reported that the percutaneous depth gauge, does not seem to measure properly in a 2.0 hole, possibly causing the 2.0 drill bit to become bent at the funnel. With a 2.0 bore hole, the measuring device is reported to be too long in the channel, as it was observed that the measuring device appears to gets thinner on just the last 3cm. Therefore, reportedly, it is difficult to catch in the opposite cortex to determine the correct length. The compression tower 3.5, ripped out of the plate hole during compression, and the thread became damaged. The surgeon did not use a torque limiter as described in surgical technique. In addition, it was noted that smoke has been noticed during insertion of the compression wire. A comment was added that without cooling, it is not possible to insert the compression wire without smoke. This is report number 3 of 3 for the same event.

Manufacturer narrative:
The device is used for treatment, not diagnosis. An investigation and device history records review could not be completed and no conclusion could be drawn as no part or lot number was provided and the device was not returned. Placeholder.